Event description:
It was reported that a revision was needed to replace an anthem clavicle plate that was found broken post operatively.

Manufacturer narrative:
Neither a device nor imaging was available for evaluation. It was reported that a revision was needed to replace an anthem clavicle plate that was found broken post operatively. No determinations could be made as to the cause of the reported issue.